Event description:
Healthcare professional reported left side diagnostic findings. An MRI scan showed "voluminous left periprosthetic fluid effusion with appearance evoking 2 extra prosthetic siliconomas intracapsular". An ultrasound scan showed "presence of intracapsular periprosthetic fluid effusion compatible with intracapsular rupture, with 2 unequivocal periprosthetic intracapsular echogenic masses". Lymphopath confirmed cytopuncture findings which showed "periprosthetic effusion which diagnoses bia-alcl cd30+ alk-". During explant surgery, the physician observed "centrimertic yellowish suspension in liquid" and the prostheses was found to be intact. No other treatment has been reported. The device was explanted with a total capsulectomy.

Manufacturer narrative:
Continued h6: f2201, f2303 a review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma and breast implant associated anaplastic large cell lymphoma (bia alcl) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "periprosthetic liquid cytopuncture which diagnoses lagc-aim cd30+ alk-.confirmation of diagnosis by lymphopath."

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number on record were released in accordance with procedures and there were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed in chl-bi family, and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation, this code is classified as a medical event; also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side diagnostic findings. An MRI scan showed "voluminous left periprosthetic fluid effusion with appearance evoking 2 extra prosthetic siliconomas intracapsular". An ultrasound scan showed "presence of intracapsular periprosthetic fluid effusion compatible with intracapsular rupture, with 2 unequivocal periprosthetic intracapsular echogenic masses". Lymphopath confirmed cytopuncture findings which showed "periprosthetic effusion which diagnoses bia-alcl cd30+ alk-". During explant surgery, the physician observed "centrimertic yellowish suspension in liquid" and the prostheses was found to be intact. No other treatment has been reported. The device was explanted with a total capsulectomy.